Manufacturer narrative:
Product ID: 3998, lot# l66107, implanted: (B)(6) 1999, explanted: (B)(6) 2003, product type: lead. Product ID: 7434-e, serial# (B)(4), product type: programmer. Patient product ID: 7498-51, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that the patient¿s ¿wires¿ had broken ¿sometime around 2002.¿ it was stated that the patient had a replacement done. It was noted that it was unknown whether the implantable neurostimulator (ins) had been replaced, or if only the ¿wires¿ had been replaced. Additional information received reported that the replacement had occurred on (B)(6) 2003.